Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces on up arrow button. No ramping numbers noted on the display. Unable to perform any tests due to button unresponsive. Pump received with cracked battery tube thread, broken belt clip slot, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the pump is defective. Customer reported that numbers of insulin units are continuing to run after being entered. Customer's blood glucose at the time of the incident was not included in the report. Product is being returned and replaced.